Manufacturer narrative:
Common name & product code = dqx wire, guide, catheter. Concomitant medical products: 7fr cordis sheath 504-607x, 9fr cordis sheath 504-609x, 12fr medtronic flex cath 4fc12. Occupation = unknown. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a cardiac ablation using anesthesia, a safe-t-j rosen catheter exchange wire guide broke. Access was obtained in the right femoral vein. Two additional femoral access points were obtained during the procedure. The anatomy was not reported to be calcified or tortuous. The wire guide was not altered from its original condition prior to use. The device was not noted to be kinked upon insertion. The break was observed upon removal of the wire through another manufacturer's sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Additional information was received in the form of medwatch report mw5092670 providing a date of event. The event description describes snapping of the wire with exposure of the wire core. Nothing separated from the device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3: date of event: (B)(6) 2020. B5: see b5 description of event. H6: device code updated. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [(B)(4)_cinc_medwatch report_dg_ (B)(6) 2020.pdf]

Manufacturer narrative:
Event summary: as reported, during a cardiac ablation using anesthesia, a safe-t-j rosen catheter exchange wire guide snapped with exposure of the wire core. Access was obtained in the right femoral vein. Two additional femoral access points were obtained during the procedure. The anatomy was not reported to be calcified or tortuous. The wire guide was not altered from its original condition prior to use. The device was not noted to be kinked upon insertion. The break was observed upon removal of the wire through another manufacturer's sheath. Investigation - evaluation: reviews of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control procedures, and specifications and a visual inspection of the device were conducted during the investigation. One used wire was returned by the customer. 3.5cm of mandril and 5cm of safety wire were protruding from the coils at 13cm from the apex of the curve of the wire. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A review of complaint history showed no additional complaints for this lot. Reviews of the manufacturing instructions, specifications, and quality control procedures were also conducted, and no gaps were discovered. The available information provides objective evidence to support that the device was manufactured to specification. Based on the information available, investigation has concluded that a cause for the device failure could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.